Event description:
It was reported to boston scientific corporation that an autotome pro rx 39 was used in the biliary during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat stones performed on (B)(6) 2026. During the procedure, it was reported that the cutting wire of the autotome pro rx 39 broke during sphincterotomy. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be fully recovered.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.